Manufacturer narrative:
Root cause: device was used with a component from a different manufacturer. Samples from the same lot were performance tested - all samples met specification. Samples were also dimensionally inspected - all relevant dimensions met specification. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.

Event description:
Device lost compression (i.e. Collar backed off of screw) after ratcheting during a kidner procedure while using a 13.5mm systhes spiked washer. A second device was successfully used.